Event description:
It was reported that the customer filled tubing with 30 units but only 25% had been filled. Tandem tech support assisted customer perform the load sequence using a new cartridge. Customer was able to resume insulin delivery. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.